Manufacturer narrative:
H6: health effect - impact code. Section h3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device was established. The reported problem could not be confirmed with a visual inspection. The exterior condition shows minor wear (scuffs). Nothing was identified visually that contributed to the reported problem. The reported problem was not confirmed with a functional evaluation. No issues with console were identified during investigation. Numerous mock saw bones cases were completed without any drill disconnect or timeout errors. An engineering review was completed. The reported problem was confirmed. In tcu bad_exposure_position_sensor(beps error) is being triggered by electrical noise that affects several parts of the exposure motor encoder signal reading circuit. On intraop this is shown as "robotic drill cable disconnected" dialog. This is known issue(in prior hypercare versions 1.4.3) and captured in a known bug and was fixed in 1.4.3. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. A historical review concluded that the lot/ serial number reported in this event is related to a corrective/preventive action. The most likely cause of this event is associated with a software console bug. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device was established. The reported problem could not be confirmed with a visual inspection. The exterior condition shows minor wear (scuffs). Nothing was identified visually that contributed to the reported problem. The reported problem was not confirmed with a functional evaluation. No issues with console were identified during investigation. Numerous mock saw bones cases were completed without any drill disconnect or timeout errors. An engineering review was completed. The reported problem was confirmed. In tcu bad_exposure_position_sensor(beps error) is being triggered by electrical noise that affects several parts of the exposure motor encoder signal reading circuit. On intraop this is shown as "robotic drill cable disconnected" dialog. This is known issue(in prior hypercare versions 1.4.3) and captured in a known bug and was fixed in 1.4.3. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still within the product risk profile. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The most likely cause of this event is associated with a software console bug. Although the reported problem was not confirmed through a visual or functional evaluation, another factor that could´ve contributed to the reported symptom was an intermittent failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. . The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during cori tka xr procedure, there were present robotic drill disconnect errors. They tried troubleshooting and used a drill replacement without success. The surgeon changed to manual procedure with a delay of fewer than 30 minutes. No other complications were reported.